Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 12/07/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 11 nov 2016 with the following findings: on investigation, the battery compartment contained moisture. The pump was not able to power on for investigation. Leak testing failed due to cracks in the battery compartment. Moisture was also found inside the pump on the battery canister. Investigation confirmed the complaint.

Manufacturer narrative:
(B)(4).